Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The disposable codman cord and tubing (ID 9190001gf) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a continuity test was performed using fluke multimeter. The complaint was confirmed. The measured resistance did not meet the specified acceptance criterion: cable assembly shall not exhibit more than 2 ohms resistance from receptacle socket contacts when tested. The recorded measurement was 11.6 ohms on the right receptacle socket for the left pin end, exceeding the 2 ohms limit. During visual inspection, the receptacle socket exhibited noticeable discoloration. Evidence of arcing damage, including scorching and charring, was observed on the connector. Root cause analysis - the potential root causes for this failure mode per the risk documentation, inadequate material selection or improper dimensions (exposed pin length insufficient for electrical connection), improper crimp tool setup, damaged wire, and corrosion.

Event description:
A physician reported a disposable codman cord and tubing (ID 9190001gf) had intermittently unstable output or would not turn on when connecting to the main device. The main device and bipolar forceps were replaced alternately. Despite these efforts, the issue persisted, and the product was replaced without improvement. Upon connecting a third cord, the device functioned properly. No adverse consequences to the patient were observed. However, the incident resulted in a surgical delay of more than 30 minutes. Based on additional information provided, it is unknown whether the "main device" and "bipolar forceps" involved were integra products.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.